Event description:
It was reported that the staff prepared the intra-aortic balloon (iab) by attaching the one-way valve, aspirating twice while the iab was still inside the tray and then removing the iab "straightly while holding closely." "Shortly" after being removed from the tray, the md attempted to insert the iab into the sheath introducer. The iab could not be advanced into the sheath introducer and became unwrapped. As a result, the md removed the iab and inserted another iab with success. There were no reported pt complications.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.